Manufacturer narrative:
Concomitant medical products: product ID: 8781. Serial# (B)(4). Implanted: (B)(6) 2015. Explanted: (B)(6) 2015. Product type: catheter. Product ID: 8781. Serial# (B)(4). Implanted: (B)(6)2015. Product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 03-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient's system was explanted due to infection years ago (date unknown). Medtronic was not made aware of this event before the patient's new system implant today. There were no external factors and no diagnostics/troubleshooting were performed. Actions/interventions taken included implanting the patient with a new pump and 8781 catheter today. The event had been resolved.